Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 3 years and 2 months. Based on the follow-up with the health-care provider, the patient suffered endocarditis, source is unknown. Additionally, "it is perceived as non-product related event. The device is not available for return." The subject annuloplasty ring was replaced with an edwards bioprosthesis valve. No other details reported.

Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the reported endocarditis is not known. Additionally, the health-care provider noted that the explant was not related to any device malfunction or quality deficiency. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.